Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd cleo infusion set, patient observed droplets coming from where the tubing and needle meet on the connector. There was patient involvement with no harm.